Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, all the keypad buttons were unresponsive during testing. Evidence of contamination was found under all key contacts. Unrelated to the display and keypad issues, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and a keypad button response issue with evidence of contamination under the key contacts. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.